Event description:
Patient revised for infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** (B)(6) 2012 - medical records were received which verified the patients surgery dates. Doi: (B)(6) 2008; dor: (B)(6) 2011 (asr removed/pinnacle cup implanted w/existing stem). Dor: (B)(6) 2011 (revision due to infection). The stem associated with this report was not returned. A complaint database search finds no other reported incidents against this provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.